Event description:
It was reported that the patient's generator battery had reached a 25% battery status approximately one month after implant. Of note, the patient's device was programmed to a high output current and duty cycle. No additional or relevant information has been received to date.

Event description:
Information was received confirming that lead impedance was within normal limits. No additional or relevant information has been received to date.

Event description:
Decoded programming data was reviewed. Data was available on 6/25/2018 and 07/26/2018. Two interrogation events were recorded on 6/25/2018 which revealed the battery voltage was at 2.836 volts with 10.542% of battery capacity used. At this time the device displayed a 25% battery status. As of 07/26/18 the battery voltage had increased to 2.843 volts with 21.712% of the battery capacity used. An interrogation and system diagnostics were recorded on this date, and the last entry (system diagnostics) revealed that the battery status had increased to 2.853v. The device showed a 25% battery status on the interrogation, but after the system diagnostics test the battery voltage had increased to 2.853. Since the battery voltage was above 2.85 and the percentage of battery capacity used was less than 25%, the battery status would have shown the 100% indicator. No additional or relevant information has been received to date.